Manufacturer narrative:
Removed "the investigation has been completed. Based on the analysis, the alleged issue was identified for the cartridge alarm 19; however, the high blood glucose could not be determined. Additionally, a different issue was identified". Added: "the investigation has been completed. Based on the analysis, the alleged alarm 19 was verified and a different issue was identified".

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was identified for the cartridge alarm 19; however, the high blood glucose could not be determined. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose levels were "good". Reportedly, the customer was able to load a cartridge successfully. In addition it was reported that the customer experienced a high blood glucose (bg) level of 490 mg/dl, with moderate ketone. The bg level was addressed with a correction bolus via the pump and drinking fluids. It was stated that the customer was sick, and reported that the pump, and supplies did not contribute to the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.